Event description:
Additional information was received when a boston scientific engineer reviewed the data from the pacemaker. It was noted that the right atrial (ra) pacing impedance had exhibited a high out of range measurement six months earlier than initially noted. Another high out of range pacing impedance measurement was seen three months after that and two additional high out of range impedance measurements were noted two months later. The following month the ra impedance measurement was high and remained high for all future values. Further review of the device's memory also noted that there was oversensing of the minute ventillation signal on both the ra and rv channels starting around the same time as the ra lead stayed out of range.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with pre-syncope symptoms of dizziness and lightheadedness, but no actual syncope, and a heart rate in the 20 beat per minute range. Upon interrogation it was found that the right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements of greater than 2000 ohms. It was also noted that there was oversensing of the minute ventilation signal on the right ventricular (rv) channel which led to pacing inhibition and asystole greater than two seconds. The minute ventilation feature was programmed off and the device was reprogrammed. The products remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed where the right atrial (ra) lead and pacemaker were explanted due to the high out of range pacing impedance measurements and oversensing of noise on the right ventricular channel. A fracture of the ra lead was suspected, but not confirmed. No additional adverse patient effects were reported.